Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a secondary medication (250 ml bag) was expected to infuse at 125 ml/hr and was started at 10:09. The bag was found almost empty 12 minutes later. The remaining 30 ml of unspecified medication was infused via a different channel, and a lower drip rate was observed with the new module. There was no report of patient harm. A third party investigation requested by the customer found no duplication of the free flow event, and the device passed repeated tests for rate accuracy.